Event description:
It was reported that during a hip revision procedure that the device broke. It was also reported that there was no injury to the pt.

Manufacturer narrative:
The device subject to this MDR was not returned to the manufacturer for eval. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.